Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged in (B)(6) 2017 the patient experienced a blood glucose of less than 1.1mmol/l, with a loss of consciousness, associated with an alleged inaccurate delivery issue. Reportedly, the patient resumed pump use after replacement, and was hospitalized. The patient alleged the blood glucose excursion was related to the pump they were using. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hypoglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06-feb-2018 with the following findings: a review of the black box showed an unexplained power on reset, the pump was powered back on after and the date was set incorrectly. The user attempted to edit the basal rate but did not select save, and the pump was manually suspended with deliveries never resumed. The pump was run for 24 hours with a 2 unit per hour basal rate and at the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was delivering within range. No alarms or delivery interruptions occurred during testing. The history settings issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.